Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and walk in clinic visit. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours on (B)(6) 2026. The patient experienced pain at the infusion site, followed by skin reactions including redness, inflammation, bruising, and rash. After the pod fell off due to weakened adhesive, the site reaction worsened, and an infection developed. The patient¿s blood glucose levels were reported as very high, although exact values were not recalled. The patient was taken to a walk-in clinic and stayed for approximately 4 hours and diagnosed with a skin infection. The patient was treated with oral antibiotic pills and topical antibiotic cream. The pod was not worn at the walk-in clinic, as it had fallen off the day prior. The patient applied a new pod successfully.